Event description:
Pump appeared to be infusing chemotherapy with no alarms and appeared to be dripping. Another drug was running via y-site (leucovorin) over the same infusion time and when that one was done, it appeared that the chemo drug still had well over 200 ml still left in bag when it should have been close to being done. Htm downloaded the history logs which show "many upstream and air in line alarms during pumping." Unit sent to baxter.